Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, a shaft fracture occurred 12-15cm from the hub of the device. Access was obtained via the right radial artery. The lesion was located in a tortuous and calcified right coronary artery to first right diagonal artery. As the physician was attempting to treat the lesion with a 2.5x12mm liberte' bare metal stent, the shaft fractured outside of the patient. The device was removed and the procedure was completed with another liberte' bare metal stent. No patient complications were reported. Patient status is listed as stable. Product analysis revealed a shaft fracture greater than 15cm from the hub of the device.

Manufacturer narrative:
(B)(4). Returned product consisted of a liberte (mr) stent delivery system (sds) in two pieces. Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the hypotube was broken 80.5cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).